Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to disable the usb mouse. A technical service engineer troubleshooted and found the touch screen and mouse not working properly. So, I dialed into the station and disabled the usb mouse. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis ciisafe system had a failure in the touch screen and mouse. The customer reported that the user was able to remove the medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.